Event description:
Failure of pads adaptor cable (m1750). With cable attached defibrillator indicates "no paddles" (same indication as if cable were not attached. Analysis finds that circuit board connector within main connector assembly partially out of receptable jack (functionally disconnected). Results of this failure mode is inability to operate defibrialltor in external pads configuration. The number of cable failures with this failure mode now total four. Previous reports were dated 12/07/1999 (10-8011-1999-0004), 12/14/1999 (10-8011-1999-0005) and 01/18/2000 (10-8011-2000-0001).